Event description:
After removing the product from the package, the surgeon attempted to insert the trocar into the pt. The stainless steel tip disengaged from the trocar handle. The event caused no add'l trauma to the pt or wound site. The surgeon opened another unit of the same product to complete the procedure and the surgery proceeded without incident.